Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device identification (serial number) and operator of device are unknown; no further information has been provided to date.

Event description:
It was reported that for the last 1.5 years, the patient has had defective cassettes that alarm for no disposable or that the volume is not correct. The patient has also had failures in ultra-site valves. No further details provided. No injury reported.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted. D4: expiration date and h4 are unknown, corrected data: h10: DHR review statement added.